Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -14.00/4.0/093 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2023. The lens was implanted; removed on (B)(6) 2023 intra-operatively. A replacement lens of the same model and size was later implanted. The replacement lens resolved the problem.

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).